Event description:
It was reported to resmed that an astral device displayed an error message. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation of the device and device logs confirmed the reported complaint of error message (sf140) related to alarm priority while device was in standby. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).